Event description:
It was reported that during the procedure in the proximal right coronary artery a 3.0x28 rx promus stent was implanted. A grade f dissection occurred distal to the target lesion. The dissection was treated with the placement of two additional rx promus stents, a 3.0 x 12 mm and a 3.0 x 28 mm. Following post-dilatation, there was 0% residual stenosis. The event was considered resolved without residual effects. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. Per physician, the relationship of the adverse event to the index procedure is highly probable. No additional information has been provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. There was no reported product deficiency. Dissection is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. (B)(4).